Manufacturer narrative:
Patient information was refused by the site. Device UDI not provided as this product is no longer manufactured. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon was not able to navigate after they applied the sterile drape. Red cross was static visible. Registration was done with fiducials in the patient prone position. The registration error was 3.8 mm. They were able to navigate during the initial unsterile phase and were able to mark the tumor borders at head surface. Later this failure could not be reproduced. There was no patient impact reported and no delay to surgery.